Event description:
It was reported that both the right ventricular (rv) lead and atrial leads had low impedance and were showing signs of insulation breakdown. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 4068-52 implantable pacing lead implanted: (B)(6) 1997. (B)(4). -